Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation replacement procedure, lasik performed for astigmatism. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim #: (B)(4).

Manufacturer narrative:
Additional information: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation replacement procedure, lasik was performed for astigmatism. Reportedly, 'the remaining astigmatism was corrected with lasik. No further treatment or intervention is planned at this time. The patient's ocular health is stable, and there are no issues.' The lens remains implanted and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6. Health effect- clinical code (e): '4581- astigmatism' should be added. Claim# (B)(4).